Event description:
It was reported that the atrial lead was undersensing p-waves and had no capture at high outputs. The lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949 implantable tachy lead (B)(6) 2005; d154atg implantable cardioverter defibrillator (B)(6) 2005. (B)(4).